Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a quantum maverick monorail balloon ruptured. The lesion being treated was located in the proximal circumflex artery. The physician advanced the 3.5x12mm quantum maverick balloon to the lesion and inflated the balloon to 6atms and the balloon ruptured. The device was removed from the patient intact. The procedure was successfully completed with a different balloon. Patient status is listed as "fine".